Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that there was a bend in the tip of the standard fixed core wire guide upon opening the package. It was further noted that the wire guide coil had a break at 3.5 cm (centimeters) from the distal tip, and the wire penetrated through the broken coil. This product problem was noted prior to patient contact, and another device was used instead.